Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a kinked conductor wire at the idler pulley. The conductor wire is not exposed as a result. The insulation is not damaged. The instrument passed the continuity test. Components adjacent to this kinked wire do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument tip was getting stuck in the trocar by the hinge. The procedure was completed with no reported injury.